Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous and moderately calcified lesion in the distal rca exhibiting 100 % stenosis (chronic total occlusion). There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues removing the device form the hoop. The device was inspected with no issues. Negative prep was preformed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that stent deformation occurred in vivo. It is indicated that no intervention was required to remove the stent. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Stent deformation occurred in vivo during positioning. A strut was noted to be lifted during the procedure in vivo prior to actual deployment. The stent was removed undeployed. 4 additional resolute onyx stents were implanted in the rca. If information is provided in the future, a supplemental report will be issued.